Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel of below knee. A 3.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilation. During second inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.